Manufacturer narrative:
Initial.

Event description:
It was reported that the user ate breakfast but did not announce the meal to the ilet because their glucose was 114 mg/dl, after which glucose rose to about 200 mg/dl before correcting; during the call, the user planned lunch with glucose in the 80 mg/dl by continuous glucose monitor (cgm) and 120 mg/dl by fingerstick, and was advised on proper meal announcement and the corrections algorithm, with a cgm inaccuracy reported. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy due to not following the recommended meal announcement procedure. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, that the issue involved user interaction with the user interface, and that the problem stemmed from an improper procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.